Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, after opening the sterile packaging, placing the instrument in the trocar, and its first activation, the plastic cover fell off from the jaw of the device. The white tissue pad was completely missing from the clamp arm of the device while its first activation. There was no patient harm.